Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was found to have a leak in the catheter shaft. The catheter was not repaired, there was no luer adapter issue, and there was no leak at the junction of the bifurcate and catheter. The insertion site was treated prior to product placement. Chg was the cleaning agent used on the device. It was also stated that the catheter was not working properly which led to improper dialysis treatment and catheter replacement. The catheter was replaced with another product (competitor's product). There was no patient injury.